Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204-belt/monitor unusable and service code 107-abnormal shutdowns) has been confirmed. Upon investigation the monitor reset and was unable to complete essential performance testing. The cause for failure was isolated to a pinched wire in the monitor's electrode belt cable receptacle. Additionally, there was contamination on the j1000 pins. The root cause for the pinched wire could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a (B)(6) patient was experiencing service code 204 (belt/monitor unusable) and service code 107 (abnormal shutdowns).